Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain cpa/bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, nose bleeds ,lung cancer. There was no report of serious harm or injury. The manufacturers investigation is ongoing. A follow-up report will be submitted when the manufacturers investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. In previous report, section e: initial reporter was incomplete. In this report, section e, g has been updated or corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, nose bleeds, lung cancer. Additionally, this record was reviewed by the pms clinical expert due to the patient reporting lung cancer. All mandatory task has been updated/corrected.